Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 10 minute result read time. Root cause: could not duplicate with retains. Source: web/email and phone.

Event description:
Reported false positive sars result for 1 consumer. Consumer has been testing positive on a weekly basis with quickvue otc for the past approximate 3 months. The consumer communicated the results were confirmed negative by molecular (pcr testing) and other at-home antigen testing periodically over the 3 month period. 1 quickvue otc lot number was provided but it is unknown if the same lot number was used for all testing. Each consumer event is captured on a separate report.